Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was the husband said they got a card on friday stating the patient's implant was still implanted. He said, two months after implant and then he said a month after implant the manufacturer representative told them to shut off the device because it wasn't working. The rep had them try different programs. The patient had their full system of interstim explanted because it never worked. It was clarified to be two months. He said, it didn't work since the time of implant. Doctor said, the patient should have it removed so they did (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33 lot# (B)(4) serial# implanted: (B)(6) 2018 explanted: (B)(6) 2019 product type lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 03-jul-2022, UDI#: (B)(4). Date of event. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that when it was stated that the device was not working, that was meaning that it was no longer effective. They indicated that yes it was due to normal battery depletion, but also indicated it was unknown. The cause of it not working is unknown. The patient felt it was no better on or off. They indicated that the issue has been resolved and the device was replaced on (B)(6) 2019.

Manufacturer narrative:
Corrected explant dates continuation of d10: product ID 3889-33 lot# va1sphy, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.